Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was told by patient that their interstim wasn't working so it was removed and replaced. Caller doesn't know if this was due to normal battery depletion or some type of issue with the system. Caller didn't have any other details.